Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. It was not reported whether a peritoneal effluent culture was done. On an unknown date in (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment information was not reported. On an unknown date in (B)(6) 2012, the patient was discharged. At the time of this report, the patient had recovered from peritonitis. Dianeal therapy was ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd891325 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was not determined.

Manufacturer narrative:
(B)(4). The following follow up information was obtained on (B)(6) 2012 from the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the diagnosis of peritonitis. The start date of the peritonitis was unknown. The patient was admitted to the hospital on (B)(6) 2012. On an unknown date, a peritoneal effluent culture was performed and the results were positive for (B)(6). The patient was treated with vancomycin (dose and frequency unknown). The patient was discharged from the hospital on (B)(6) 2012. The patient was recovering and pd therapy was ongoing. The pdrn stated the cause of the peritonitis or breach in aseptic technique was unknown and was not related to the homechoice device, disposables, or dianeal therapy. Should additional information become available, a follow up MDR will be submitted.